Event description:
It was reported to boston scientific corporation that a microknife xl was used in the papilla of vater during a cholangiography procedure performed on (B)(6) 2025. During the procedure, the device was used to make a cut in the papilla of vater and there was no problem encountered. The physician requested to keep the tip of the cutting needle to further examine the papilla. As the physician ask to use the device again, the device showed resistance when trying to retract the tip. After several attempts and due to the force applied, the deployment system was damaged, and the tip of the needle never came out. It was reported that the pull wire at the handle of the microknife xl broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of wire broken. Block h11: (investigation result): the returned microknife xl was analyzed, and a visual and microscopic evaluation noted that the cutting wire was blackened and broken. No other problems with the device were noted. The reported event of wire break was confirmed. Upon analysis, it was found that the cutting wire was blackened and broken. The blackened wire indicates that a current was applied to the device. Based on the condition of the device, the wire break could have been generated by the technique used, the patient anatomy, interaction with the scope or additional devices. Also, if the maximum voltage exceeded or if the cutting wire was not in constant motion. These procedural factors could have contributed to the broken wire leading to an extension problem due to the missing broken section. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the papilla of vater during a cholangiography procedure performed on (B)(6) 2025. During the procedure, the device was used to make a cut in the papilla of vater and there was no problem encountered. The physician requested to keep the tip of the cutting needle to further examine the papilla. As the physician ask to use the device again, the device showed resistance when trying to retract the tip. After several attempts and due to the force applied, the deployment system was damaged, and the tip of the needle never came out. It was reported that the pull wire at the handle of the microknife xl broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of wire broken.